Manufacturer narrative:
Root cause: triage implants are not designed to withstand full weight-bearing activities prior to the bone healing as reported to dr (B)(6). Explanation: several months after surgery, the pt was involved in extremely strenuous physical activity: backpacking, surfing, white water rafting, and rock climbing. This devic is not meant withstand the same activity or loads equal to that of normal health bone. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
The procedure was successful. Complaint addresses post procedure evaluation. Pt was re-evaluated through an x-ray because the site presented redness, soreness and was somewhat "feverish" around the implant site and it was determined the slx bi-cortical device was broken. When questioned about her activity, the pt indicated that she had been on vacation, backpacked, surfed, white-water river rafting and subsequently rock climbed. Triage implants are not designed to withstand full weight-bearing activities as reported to dr (B)(6).